Event description:
A report was received that the patient underwent a lead anchor revision. The patient is very skinny and the anchor was superficial and uncomfortable. The physician explanted the anchor. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.